Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of the cycler after ending their pd treatment. The patient reported receiving a pressure leak alarm during fill 2 of treatment and the treatment was cancelled. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported alarm event. The patient also reported that fluid was found inside the cassette door and all over the cart after cancelling treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The patient reported that the cycler set and the old cycler were available to be returned to the manufacturer for physical evaluation.